Manufacturer narrative:
No medwatch form was received. External insulation abrasion was noted at 27.1-27.7 cm and 31.2-32.1 cm from the distal tip consistent with lead friction to another device or heart feature. Externalized conductors due to internal insulation abrasion were noted at 7.0-11.5 cm from the distal tip electrode. Internal insulation abrasion was noted at 26.7-27.6cm from the distal tip electrode. The etfe coating was intact at all abrasion locations.

Event description:
It was reported that noise and externalized conductors were observed. Lead was explanted and replaced.